Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had to have surgery, as their catheter tip was blocked by crystals. It was noted the correction of the blockage was on (B)(6) 2016. There were no reported symptoms.

Event description:
Additional information was received from a healthcare provider reported there was a catheter tip fibroma. The patient experienced increased pain and a catheter access port (cap) dye study was performed with loculated dye at catheter tip and lack of dye emerging from distal parts. The catheter was repositioned and the issue resolved.